Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 538mg/dl. The customer treated the highs with manual injection. Troubleshoot as conducted. The customer was advised to conduct infusion set. The customer states the alarm was resolved by infusion and reservoir change. The customer states they would be calling back.